Event description:
It was reported that insertion of the lead into the ICD header was difficult. The implantation was completed and no adverse consequences for the patient were reported.

Manufacturer narrative:
(B)(4).